Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture. Photo evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog; observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported left side rupture of implant diagnosed by ultrasound. The device has been replaced.

Event description:
Physician reported left side rupture of implant diagnosed by ultrasound. The device has been replaced.